Manufacturer narrative:
H.6 health effect code (e1311) was incorrectly entered on the initial manufacturer device report number. A new code was added. H.11 added instructions for use as they were inadvertently omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ investigation summary: hematuria: clinical details noted the patient had red urine and decreased output. The cause of the injury was not determined due to insufficient clinical details. Renal injury: clinical details noted that patient was placed on continuous renal replacement therapy at the end of impella support. The cause of the injury was not determined due to insufficient clinical details. Sepsis: clinical details noted the patient was in septic shock due to community acquired pneumonia. In order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hemolysis: clinical details noted that hemolysis was identified by red urine. The pump was identified to be deep in the left ventricle and was repositioned under echocardiogram. Data logs were reviewed and long-term logs showed intermittent suction alarms during support. No positioning alarms were noted at time of reported hemolysis. No motor current spikes occurred prior to reported hemolysis. The cause of the hemolysis could not be definitively determined as no definitive issues were found on returned data logs and clinical details did not note if hemolysis resolved after repositioning. Device history review: the pump passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp exhibited hematuria. The impella was repositioned and continuous renal replacement therapy was started. Later, the patient was successfully weaned from the pump and survived.